Manufacturer narrative:
Per user guide: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer was unsure of the exact value of their blood glucose (bg) level but reported it was over 240 mg/dl. Reportedly, the customer did not have backup therapy, therefore, the customer would go to the emergency room to obtain backup therapy, and be treatment for high bg. Tandem technical support offered to follow up, and the customer declined.